Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. Boston scientific technical services (ts) was consulted and when the clinic reviewed the rythmiq episode the could see non-conducted post atrial contractions and pacing in the ventricle at the backup rate. Ts discussed rythmiq algorhythm and possible programming options as it appears it is only 8 percent successful for atrial ventricular search. The field representative reached out to the clinic in an attempt to obtain additional information. It was noted that the patient has not yet been brought in for follow up, thus no programming changes have been made. The pacemaker remains in service and no additional adverse patient effects have been reported.